Event description:
It was reported the patient was experiencing uncomfortable stimulation. The patient underwent surgical intervention on (B)(6) 2023 where the lead was replaced with a new one.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.